Event description:
During an unrelated procedure, episodes of noise reversion resulting in oversensing and automatic mode switch episodes were noted on the right atrial (ra) lead. During the procedure, ra lead insulation abrasion was observed. The event was resolved by capping and replacing the ra lead. The patient was stable and will continue to be monitored.